Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed due to the inlet pulling out. The ac power module was replaced under warranty which resolved the failure. The unit remains at the customer site with the new module installed.

Event description:
The customer reported that the ac power module had failed due to the inlet pulling out.